Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. The returned lead segments included a proximal portion measuring 70.5 cm and a distal portion measuring 70.5 cm. Concomitant medical products: d284trk implantable cardioverter defibrillator - implanted: (B)(6) 2012; 0185 competitor implantable tachy lead - implanted (B)(6) 2010; 1688t competitor implantable pacing lead - implanted (B)(6) 2010; t510-33h implantable tissue valve - implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead did not appear to have capture at the highest output and in certain pacing configurations the lv lead appeared to capture the ra (right atrium). It was also noted that there was possible stimulation at the site of the pocket when the lv polarity is programed lv ring to rv coil. The lead was explanted and replaced. It was also reported that the device appeared to have migrated from its original location. The device was re-positioned during the lead revision process and remains in use. No patient complications have been reported as a result of this event.